Manufacturer narrative:
The investigation of automated impella controller (aic) - shutdown or restart issue has been completed. Data analysis: unable to download the logs from the console, as it couldn¿t boot a hard drive or enter service mode. This causes the inability to confirm the unexpected reboot. Device analysis: this console was tested and the reported failure mode was not reproduced. However, a different symptom, the inability to bootup was observed which likely has a related cause to the reported reboot. The root cause of the reported aic reboot and inability to boot up (observed during testing) was due to corrupted compact flash cards. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27975. D6a and d6b should have been left blank on the initial manufacturer device report number 1220648-2025-27975. H8 usage of device was erroneously selected on the initial manufacturer device report number 1220648-2025-27975.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller (aic) failed. This caused the screen to turn off and reboot on its own, displaying only letters, but not completing the reboot process. The aic was switched without any issues. There was no patient harm.